Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a pacing impedance of over 2000 ohms during the implantable cardioverter defibrillator (ICD) replacement procedure in (B)(6) 2015. Sensing and pacing threshold values were acceptable and the lead remained in use with the new device. In (B)(6) 2017, the pacing impedance had increased to greater than 2500 ohms. The were no stored episodes, no noise, the patient was not pacemaker dependent. Intrinsic amplitude, shock impedance, pacing thresholds values were within normal limits. Technical services discussed a defibrillation threshold (dft) test could be performed to verify system function, but this would be the physician's discretion. No adverse patient effects were reported.